Event description:
Information was received indicating that a smiths medical pump was alarming that the cassette was not attached. There was no reported adverse events.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found screen scratched, and fluid ingression by the dso sensor position. Upon review of the event history log of the device, cassette not attached properly was found multiple times. A cassette was attached and device underwent functional testing. Unable to confirm the reported customer complaint during testing.

Event description:
Additional information was received stating that no patient injury resulted, and event date is unknown.